Manufacturer narrative:
At this time the customer will not be returning the device for evaluation. During testing at the using facility, the device passed testing for delivery accuracy and was returned to clinical service. (B) (4).

Event description:
The customer contact reported unrestricted flow. On an unspecified date and time, the device was being used to prime the tubing set with an unspecified concentration of morphine prior to pt use. Reportedly the nurse pressed the eject button instead of the stop button and when the tubing set was removed from the device, the flow stop on the tubing set cassette did not close and unrestricted flow was noted. The device was removed from clinical service. There were no reports of any adverse pt events while the device was in clinical use. During testing at the user facility, the device passed testing for delivery accuracy. Though requested, no additional info was provided.